Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37612, serial#( B)(4), product type: implantable neurostimulator. Product ID: 748251, serial#( B)(4), explanted: (B)(6) 2017, product type: extension. Product ID: 748251, serial# (B)(4), explanted: (B)(6)2017, product type: extension.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported "as the implanted two wires were bent." The patient received two new wires and a tunneling tool kit approximately 3 years following initial implant. It was unknown if the patient had received more than 50% symptom reduction. Additionally, it was unknown if any troubleshooting had been done and unknown what the cause of the event was. No further complications were reported/anticipated. Additional information received from the manufacturer representative (rep) on july-13 confirmed that it is unknown how the bent wires were discovered and what the root cause of the issue was. No further complications are anticipated. See related regulatory report 3007566237-2017-02785.